Event description:
It was reported that right ventricular (kv) lead exhibited an increase in threshold measurements from 0.4 volts at 0.4 milliseconds to 3.0 volts at 0.4 milliseconds approximately one week after initial implant. In addition, there was rv loss of capture observed in stored episodes with an intrinsic ventricular escape rate, which was undersensed at times. There was also farfield r-wave oversensing observed. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the rv lead could potentially have a micro dislodgement, which would explain the changes in threshold and the undersensing. Ts recommended to bring the patient into the office for an evaluation and to consider performing a chest x-ray to look for possible dislodgment. The hcp stated the patient was scheduled to come into the office that afternoon. The hcp also noted that the patient has no symptoms, and they are feeling well. The rv lead was subsequently explanted and replaced approximately three weeks later. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).